Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 354 to the 400 mg/dl range. Customer went to the emergency room. Customer was treated intravenously but could not recall additional details, and was released 3 hours later in stable condition. Customer reverted to an alternate method of insulin therapy.